Manufacturer narrative:
The customer's reported complaint of the thermogard console (sn (B)(6)) displayed a mid:23 (patient probe offset) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard console functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event logs, a mid:23 error message was observed, thus confirming the reported complaint. Also, the event log review indicated mid:16 (software related), unrelated to the reported complaint. Based on the event log, the error was cleared by the customer. Per the tgxp user manual, if a mid:16 error occurs during the treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. The user may then resume treatment. During initial functional testing, the thermogard console passed all the tests without any fault or error. The console was tested multiple times, however, the reported mid:23 (patient probe offset) error message could not be duplicated during the testing. The thermogard console is a reusable device that was manufactured in october 2013 and is more than 10 years old. The customer was offered to purchase a new console, therefore, the service will not be performed by zoll.

Event description:
During ivtm therapy, the customer reported that the thermogard console (sn (B)(6)) displayed a mid:23 (patient probe offset) error message. Another console was used to continue with the treatment. No consequences or impact to the patient.